Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had the respiratory sensor (rrt) disabled by the signal artifact monitoring (sam) algorithm. It was noted that sam episodes were related to a procedure that resulted in noise on all channels. The health care professional (hcp) wanted to know how to reprogram the rrt back on and they were directed on how to do it. The ICD remains implanted. No adverse patient effects were reported.